Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with lead dislodgment.

Event description:
During follow-up, phrenic nerve stimulation was observed. X-ray imaging revealed that the left ventricular lead had become dislodged. The lead was reposition and remains active and the patient was in stable condition.